Manufacturer narrative:
Section e1 initial reporter establishment name: (B)(6) hospital. Section e1 address 2: maximum character limit was reached, the full address is inner mongolia autonomous region. This report is being filed on an international product, list number 8d06 that has a similar product distributed in the us, list number 8d06-31 / 41, and 510k/PMA/bla of k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive architect syphilis tp results generated by the architect i2000sr processing module for a 54-year-old female patient, which were inconsistent with the patient¿s previous result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(4): architect syphilis tp result = 0.89 s/co (nonreactive), 0.86 s/co (nonreactive). Previous result (B)(6) 2025: architect syphilis tp result = 1.15 s/co (reactive) colloidal gold result = positive tppa result = weak positive. No impact to patient management was reported.